Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Interrogation of the device indicated the pump had been programmed to deliver 2.0 mg/ml of hydromorphone at 1.1589 mg/day via flex infusion mode. Analysis of the implantable pump did not reveal any anomalies. Analysis of implantable catheter serial number (B)(4) was completed on august 15, 2017, and revealed damage to the transition tubing. The catheter was found to be patent, and passed pressure leak testing in the laboratory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a funeral home regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not known. However, it was reported the pump was a pain pump. It was indicated by the funeral home that the patient passed away on (B)(6) 2017. No further information was provided by the funeral home. Additional information was received from the patient¿s managing physician¿s office. The managing physician¿s office was unaware that the patient had passed away and had no additional information. However, the managing physician's office indicated they would contact the manufacturer if they became aware of any additional information. The pump and catheter were returned to the manufacturer on august 02, 2017.